Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the device would not cut through the first two branches effectively. The connection of the bipolar cord to the generator was checked and it was found to be loose. The cord was re-inserted and the device worked as expected. Towards the end of the vein harvesting procedure, the loose connection issue reoccurred. The cord was again re-inserted in order to conclude the procedure. The user reported the procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.